Event description:
The customer reported that during a routine check of the iabp a few days after a software update, the iabp generated the previous error that occurred before the software upgrade "not for clinical use" alarm and would not complete the startup function. No patient was involved.

Manufacturer narrative:
This is the second occurrence of the same event of iabp not being able to complete the startup function. (Reference: MDR 2249723-2013-00180 and supplement 1; (B)(4) for the first occurrence). The iabp unit was replaced with another cardiosave unit ((B)(4)), as per the customer request. The original iabp unit was sent to (B)(4) repair center, (B)(4) for further evaluation. Failure investigation report (fir) was made and the issue was narrowed down to the front end board (part number 0670-00-0769). The original cardiosave, had rev e front end board to rev f, resolved the issue. The production device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).